Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. Bg cause was not known. A correction bolus was delivered to address bg. The customer reverted to an alternate method of insulin therapy.